Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-11043. It was reported the patient had been unable to receive adequate coverage. Troubleshooting was attempted over the phone to address the issue but was unsuccessful. Next, the patient met with an sjm representative for reprogramming. Reprogramming attempts were unsuccessful. An impedance check revealed several invalid contacts.